Event description:
It was reported that upon implant of the right ventricular lead, the echocardiogram (egm) displayed a sensing and diagnostic issue in which the signals were inverted. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of imprecise result or readings and unspecified sensing issue could not be confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any indication of conductor fractures or internal shorts. No anomalies were detected.